Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a stent-assisted coil embolization procedure in the posterior communicating artery (pcomm) using penumbra smart coils (smart coils). During the procedure, the physician deployed and detached five smart coils into the patient; however, it was reported that the tail of one of the smart coils rebounded into the vessel. It is unknown how the procedure was completed. There was no report of an adverse effect to the patient.